Manufacturer narrative:
The imaging investigation stated the following: it was reported that a physician implanted a gore cardioform asd occluder. Approximately a month later during follow up echocardiography a thrombus was noted on the right atrial disc. Limited imaging was provided for this review. There does appear to be an echogenic mass associated with the right atrial disc. This appearance is consistent with that of thrombus. With the limited imaging, it is difficult to assess if the device is implanted properly. Also, it is difficult to ascertain the cause of the thrombus.

Manufacturer narrative:
The gore® cardioform asd occluder instructions for use states: adverse events associated with the use of the occluder may include but are not limited to: thrombosis or thromboembolic event resulting in clinical sequelae.

Event description:
It was reported the physician implanted a 48mm gore® cardioform asd occluder on (B)(6) 2021. At a follow-up appointment on (B)(6) 2021, a thrombus was noted within the right disc. The patient was treated with xarelto and will have follow-up imaging.